Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) placement (patient age, gender and weight are unknown). According to the complainant, the button cap was unable to be tightly closed. It was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Examination of the returned device revealed that the cap was able to be closed with little force. No leaks were found. The complaint could not be confirmed. The cause of the reported malfunction cannot be determined.